Event description:
According to md, discharge summary dated, 2008, it was known that the pt had a "defect in her port". The physician had decided to allow the pt. To have some time away from therapy, so she wasn't seen back in his office unit, 4 weeks post d/c. One day earlier, a power-port portacath r subclavian vein was inserted & the l subclavian portacath was removed. They noted a "crack" in the removed portacath. It is thought the port removed had been inserted at facility during the 2007 surgery but not confirmed.